Event description:
The patient was undergoing a lap chole. During the procedure, the physician attempted to deploy a clip. Staff report that the clip would not deploy from the device. No clips would deploy. Staff obtained another device and the surgeon was able to deploy the clip. The second device was from the same manufacturer, model and lot number. Staff do not know why the first device failed. The physician did not feel that the tissue he was trying to clip was too large for the device and noted that the second device worked when the same tissue was attempted for clipping the second time. There was no patient or staff harm in this event.====================== health professional's impression======================the staff and surgeon do not know.====================== manufacturer response for endoscopic multiple clip applier, ligamax 5======================we are returning the device and awaiting the manufacturer's investigation findings.